Event description:
Customer performed a fasting blood glucose comparison test. The lab result was 102mg/dl and the device reading was 145mg/dl. No treatment was received. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.